Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. The product associated with this report remains implanted at this time. Based upon the model number, serial number and implanted date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Reflux and obstruction are surgical/ physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or patient noncompliance regarding choice and chewing of food." "Patients must be cautioned to chew their food thoroughly. Patients with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction."

Event description:
Health professional reported patient in apex study "developed chronic gerd symptoms around (B)(6)2012. The band was deflated from 6.3 cc to 3.0 cc. Patient was already on ppi therapy. Revisional surgery on (B)(6) 2013, revealed a fibrous band of scar tissue underneath the band creating a gastric outlet obstruction. That was dissected and the band was re-secured back in place. Patient was discharged from the hospital on (B)(6) 2013.